Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
During use of a swanganz cco catheter in a procedure, continuous cardiac output did not increase when volume loading was performed. Using bolus mode, the medical engineer confirmed proper increase of intermittent cardiac output. After disconnecting and reconnecting the catheter to a cable, cco became same level as ico. The catheter was continuously used. Exact ico value measured and expected cco value were unknown. No information was available about error message, treatment given, and physical abnormality in device. Relevant data would not be provided. There was no impact on the condition of patient.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
During use of a swanganz cco catheter in a procedure, continuous cardiac output did not increase when volume loading was performed. Using bolus mode, the medical engineer confirmed proper increase of intermittent cardiac output. After disconnecting and reconnecting the catheter to a cable, cco became same level as ico. The catheter was continuously used. Exact ico value measured and expected cco value were unknown. No information was available about error message, treatment given, and physical abnormality in device. Relevant data would not be provided. There was no impact on the condition of patient.

Manufacturer narrative:
The reported event of cco issue was unable to be confirmed. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 degree c when submerged into a 37.0 degree c water bath. Thermistor temperature reading accuracy is plus or minus 0.3 degree c per hemosphere manual. The catheter ran cco in 37.0 degree c water bath on hemosphere monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was measured 37.54 ohms which was in specification 37.26 plus or minus 3.64 ohms per drawing 597754 rev v. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from catheter body or returned syringe. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.